Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed on 08/25/2016 and 08/27/2016. Pump powers with returned battery cap. The battery cap was able to fully tighten to the pump. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications.